Event description:
It was reported that the patient was having some pain. It was noted the patients incision was not healed and it appeared to be infected. The patient was given antibiotics. Additional information received that the patient was taken back into surgery to clear up the infection and was hospitalized for 3 days to continue antibiotics and be monitored. The cause of infection still unknown.

Event description:
It was reported that the patient was having some pain from the procedure. It was noted the patients incision was not healed and it appeared to be infected. The patient was given antibiotics.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7082535.